Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test. Pump alarmed pump error 63 (variable 3) during self test (file number = 37, line number = 367). Successfully downloaded history files and traces using thus. Pump successfully paired with the test transmitter and sensor, successfully completed warm-up and calibration process. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, end cap address label missing. Pump passed required testing and paired successfully with the test transmitter and sensor. No com pump to xmtr-unresolved was not confirmed. Pump error 63 (variable 3) confirmed due to broken trace at pin 6 of u1 chip on pcba1. Cannot find sensor signal not confirmed, lost sensor alarm not confirmed, sensor signal not found not confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed and stopped insulin delivery and there is no indication that the alarm is resolved through troubleshooting. No harm requiring medical intervention was reported. Troubleshooting was performed but was not successful; however, the customer will discontinue use of the device.